Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient was diagnosed with stress urinary incontinence, cystocele, rectocele and underwent implant of a non bard/davol "monarc" trans-obturator tape sling and anterior/posterior repair. On (B)(6) 2013: the patient was diagnosed with vaginal cuff prolapse, cystocele, rectocele and persistent ovarian cyst and underwent a laparotomy, left salpingo-oophorectomy, abd colpopexy with implant of a bard/davol flat mesh, vaginal wall defect with bladder neck suspension and vaginal posterior repair. Attorney alleges unspecified adverse patient outcomes associated with use of the bard/davol flat mesh device.